Manufacturer narrative:
The actual ostomy product name is unknown. The end user could only provide: 2 pc sfn pre cut convex wafers - ref number unknown. 510(k) number: exempt. Product code: exe. Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user reported that a while back, he had some pre cut convex wafers that were off centered. He used them anyway and had no ill effect. No photo is available at this time.